Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, drawers 3.1 and 3.2 were failed and not detected on bus. The customer reported there was a delay in dispensing medications to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. Correction: section d unique identifier (UDI). A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 20-may-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the half height drawer 3 was failed. A field service engineer (fse) replaced the pyxibus module controller, but the issue remained unresolved. The fse again replaced the pcm and drawer controller board for 3.1, tightened all associated screws for mount and catches and confirmed that the issue was resolved. The system functioned as intended after the field service engineer had repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, drawers 3.1 and 3.2 were failed and not detected on bus. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.